Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and a gradual rise in impedance to high values. A venogram revealed that the subcalvian vein was occluded, so lead replacement was aborted during implantable pulse generator (ipg) upgrade. The lead was reprogrammed to unipolar and it remains in use. No patient complications have been reported as a result of this event.